Manufacturer narrative:
When completed, the evaluated summary will be submitted in a supplemental report.

Event description:
It was reported that the pt had the first implant two years ago. The customer further reported via the sales rep that the exeter stem snapped while in the pt and thus a revision surgery had to be done on (B)(6) 2011 which was two years after the first implant.